Manufacturer narrative:
The device was discarded by the facility and the lot number was not recorded; therefore, an analysis of the actual complaint device is not possible. (B)(4). It is currently unknown by csi staff what the original codes entailed. Csi's current coding is represented [(B)(4), reg MDR 3004742232-2015-00025 FDA request for re-submission of initial report.pdf, reg MDR 3004742232-2015-00025 initial MDR correspondence.pdf].

Event description:
It was reported per the attached facility medwatch: "pt was in cath lab for stent placement, while dr was advancing the stent it and he was unable to access the area where the stent was needed. As he was drawing back the stent it deployed and was trapped in the proximal lad. He was unable to remove it after numerous attempts. A gw was placed beside the stent trying to remove and a piece broke off while trying to do so. The trapped stent and broke guide wire remain in the pt, full disclosure was made. This pt is not a candidate for open heart surgery." A request for additional information was made to the facility, but was denied due to facility policies.